Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. The fse found that the host pc and the ippc (image processing pc) was defective. The failure analysis of the host pc and the ippc confirmed the cause of the issue in the host pc was the power supply and the cause of the issue in the ippc was cmos (complementary metal-oxide-semiconductor), power button, motherboard and psu (power supply unit). However, the fse replaced both the host pc and the ippc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start up. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc and ippc was failing. The host pc and ippc has been replaced that the system was returned to use in good working order.